Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of insulin flow blockage alarm on (B)(6) 2025 where patient faced blockage in tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009055, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009055 was manufactured according to thework instruction (wi) version 81 and manufactured in the machine multivac 12 on 11/sep/2024, with a total of (B)(4) units. Assembly lot: the lot 4h04667 was assembled according to wi version 27 on-line inspection for assembly of quick set on 11/sep/2024, with a total of (B)(4) units. The lot 4h04617 was assembled according to wi version 27 on-line inspection for assembly of quick set on 26/aug/2024 with a total of (B)(4) units. Glue-tubing lot: the lot 4h03002 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp08 on 23/aug/2024, with a total of (B)(4) units. The lot 4h04644 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp08 on 09/sep/2024, with a total of (B)(4) units. The lot 4h05318 was manufactured according to the wi version 42 and manufactured in the machine mp05 on 29/aug/2024, with a total of (B)(4) units. The lot 4j02104 was manufactured according to the wi version 42 and manufactured in the machine mp04 on 10/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.